Event description:
It was reported that the patient experienced multiple inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead measuring 13.5 cm. Was returned, and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst commented, there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5568-53 lead, implanted: (B)(6) 2004; 419388 lead, implanted: (B)(6) 2004. (B)(4).